Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03oct2018. Philip's technical support advised the customer to replace the battery and perform full successful performance verification testing and extended run in before placing the unit back into service. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an unknown restart. Reportedly, the unit was running for approximately 6 hours prior to the restart. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 11dec2018. Multiple attempts were made to obtain information regarding the resolution of the device, however, no response was received from the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.